Event description:
It was reported an issue with dafilon suture. The client reported that they received 1x item g0932132 with an incomplete label in box. Detected before usage.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and mostly distributed in the market (B)(4) units. There are 72 units in our stock. We have received a picture showing a box label that is cut so that some of the information (ex. Batch) do not appear. After an internal investigation, it has been determined that after changing the label roll of the printer, this label was not correctly printed. Furthermore, the operator did not notice the label was not correct by mistake. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root-cause determined is that after changing the label roll of the printer, this label was not correctly printed, and the operator did not notice this issue by mistake. Final conclusion: taking into account that the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.